Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 334 (mg/dl). A correction bolus was delivered to address bg level. Reportedly, the customer's health care provider adjusted their profile settings; however, the carbohydrate setting was not turned back on. The customer attributed this to their elevated bg level. The customer was guided through how to turn the setting back on.